Event description:
It was reported that the patient experienced an infection. Vegetation was also noted on the right ventricular (rv) lead. The implantable pulse generator (ipg) system was explanted. A temporary lead was placed with the old ipg used externally. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.